Event description:
It was reported that the t: slim x2 pump battery would not charge, with a power source alert present in the pump history. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging for the pump to be replaced, as attempts to charge with different cables and adapters failed. The customer was instructed to allow the battery to deplete before returning the pump and was informed about the procedures upon receiving the replacement.